Event description:
Patient's device was at eri (elective replacement indicator) after being implanted 2 years ago. Interrogation of crt-d reveals a battery voltage of 2.44 volts with a charge time of 16 seconds. The device is at eri. His underlying rhythm is complete heart block with a ventricular escape less than 30 beats per minute. The patient is atrially paced 99% of the time and biventricularly paced 100% of the time. There is no evidence of shocks. The crt-d was removed and the patient received a new device. There was no patient injury.